Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during initial implant procedure, the right ventricular lead's helix had retraction issues during pre-use exercise. The lead was replaced. Patient was stable before, during, and after the procedure.